Event description:
The manufacturer received information alleging a trilogy 100 doesn't recognize the detachable battery and has no display image. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy 100 was returned for evaluation, and the customer¿s complaint was not confirmed. There was no evidence of foam degradation in the device. During the evaluation it was noted that the device has no display image. In conclusion, the devices lcd kit and lcd backlight cable were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the device did not recognize the detachable battery and was replaced unrelated to the reportable malfunction/issue. The device passed all final testing.